Manufacturer narrative:
(B)(4). Date sent: 9/26/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure the device stuck shut, tip broke. No patient consequence reported.

Manufacturer narrative:
(B)(4).batch # p9249t. Device evaluation: the device was received with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. The device was connected to the generator but due to the condition of device not all functional testing could be performed. It is possible that this type of damage can occur after the device undergoes heavy loading. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.